Event description:
It was reported that at the beginning of a robotic laparoscopic hysterectomy procedure, before docking when attaching the sterile in terface module (sim) to an arm cart assembly, the sim was not getting detected. Tried to clean and reattach the sim multiple times, but it still was not getting detected. The sim was not able to be detected when attached to any other arm cart assembly. Replaced with another sim to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.